Event description:
It was reported that the customer went to the emergency room due to a diabetes-related issue while using the pump and related supplies for insulin therapy on (B)(6) 2025. The highest blood glucose level related to the incident was recorded at 543 mg/dl. The customer received an IV and fluids of saline and insulin, which resolved the issue. There were no injuries or permanent damage reported, and the customer was released from the emergency room the following day. System check with tandem technical support confirmed the pump was functioning as intended and the cause of the elevated bg was unknown.